Event description:
Customer reported via phone call that they are unable to prime. The blood glucose reading is unknown.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self-test, a21 error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty. Unable to perform, occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with broken belt clip slot.